Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. The right ventricular lead was implanted normally and upon attempting to implant the left ventricular lead, pericardial effusion was observed on the echocardiogram. No pericardiocentesis or pericardio window were performed. The procedure was completed with normal electrical parameters. The patient was stable post procedure and will be followed normally.